Event description:
The customer states during use the rt12 rotor broke apart in their statspin ssvt-1 centrifuge. The customer states the shield was in place at the time of failure. The customer confirms no escape of parts from centrifuge at the time of failure. The customer confirms no harm, no exposure, and no medical attention needed at the time of the failure. The customer stated they were wearing lab coat, gloves, and eye protection when cleaning it up. There was no report of injury or affect to patient treatment.

Manufacturer narrative:
The customer indicated that other damage had occurred to the centrifuge, possibly as a result of the incident. The failure mode of this event is rotor failure, possibly due to rotor shaft failure. Manufacturer recommended the unit be returned to be repaired, the affected unit was not returned to the manufacturer. No further investigation may be carried out. The beckman coulter (bec) internal identifier for this report is (B)(4). Not returned to manufacturer.